Event description:
Light handle in pack ripped. It was not noticed until later in the case - many of the scrub team touched this resulting in contamination of the patient. Antibiotics were given, which were not usual for the case andhe patient was having a mesh implant so now infection control will have to monitor the patient for a year. At this point, no untoward affects are anticipated.